Manufacturer narrative:
The insulin pump was received with intermittent escape, act, up and down buttons response due to corroded keypad traces. No unexpected buzzing anomalies noted. The insulin pump had minor scratched lcd window, torn keypad overlay cracked case at the display window corners, broken battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. Customer also indicated that the pump has a constant audible buzzing sound. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.